Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonic sigmoid mucosectomy performed on (B)(6) 2012. According to the complainant, during the procedure, a 10mm wound was to be closed using clipping devices. Two clips were placed without issue, however, after the third resolution clip was locked and deployed onto the tissue, it failed to separate from the delivery catheter. Reportedly, a second scope was placed parallel to the first, and then argon plasma coagulation (apc) was used to perform "a cutting". The procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be good following the procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonic sigmoid mucosectomy performed on (B)(6) 2012. According to the complainant, during the procedure, a 10mm wound was to be closed using clipping devices. Two clips were placed without issue, however, after the third resolution clip was locked and deployed onto the tissue, it failed to separate from the delivery catheter. Reportedly, a second scope was placed parallel to the first, and then argon plasma coagulation (apc) was used to perform 'a cutting.' The procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be good following the procedure.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to separate from catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly was mashed onto the bushing. The clip assembly could not be deployed, and the prongs could not be opened or closed. The prongs were locked into the capsule. The complaint was confirmed for clip failed to release from delivery catheter. The evaluation found that the clip assembly was mashed onto the bushing which prevented separation from the delivery catheter. However, since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.